Event description:
International affiliate reports the pt suffered from heavy spasticity. When emptying the implanted pump's reservoir, 24ml instead of the calculated 2ml drug solution was removed which led to the assumption that the pump did not function properly. Fluid could be aspirated via the bolus path, an indication that the intrathecal catheter itself was positioned correctly and not occluded. The pump only was explanted.